Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure, it was reported that the graft has shifted lateral causing minimum overlap. No endoleak or sac growth was identified. The patient has no symptoms. An intervention has been scheduled. Subsequent to the initial report, additional information was received reporting that re-intervention was successfully completed with implant of an afx vela infrarenal.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The report of the graft shifting lateral causing minimum overlap was unconfirmed due to lack of the images surrounding the event. The secondary endovascular procedure was confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status was not reported. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.corrections:b1: adverse event or product problem - updateb2: outcomes attributed to adverse event - updatedb5: describe event or problem ¿ updatede1: name and address - hospital name updatedg1,2: contact office- name has been updatedh6: patient code - remove 2692h6: result code ¿ remove 3233h6: conclusion code ¿ remove 11

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure, it was reported that the graft has shifted lateral causing minimum overlap. No endoleak or sac growth was identified. The patient has no symptoms. An intervention has been scheduled.